Event description:
Patient underwent cardiac catheterization. Angioseal closure device deployed at right femerol artery. On the following month, patient developed right foot pain and noted big, 4th and 5th toes turned purple, while 2nd and 3rd toes turned white. Seen at manchester hosp, sent home on lovenox after ultrasound eval. Seen by cardiologist next morning, repeat ultrasound showed "flap attached to the angioseal site possible thrombus." Started on heparin drip and transferred to tertiary center for further diagnostic studies and intervention. Reportedly, did not have clot identified.